Event description:
Customer complaint alleges the device is pulling apart near the prongs. Alleged issue reported as found during a patient use. No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned for evaluation. The manufacturer (salter labs) reports the following: based upon the lot number provided, manufacturing records and a compliant trend analysis was conducted. No issues were found in available records, the product passed all required testing and inspections. Salter has long used several in-process manufacturing controls to assure the quality and strength of our cannula bonds. This includes, but is not limited to, extensive operator training, custom fixtures to control solvent dipping length, and routine sample testing of bond strengths throughout each shift, utilizing both non-destructive and destructive test methods. Additionally, salter labs monitors complaints for issue or event trends. While this complaint has been entered into our complaint database and trending software, a trend for bond disconnections based on the number of units sold has not yet been identified. Salter labs will continue to be monitored complaint trends.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device is pulling apart near the prongs. Alleged issue reported as found during a patient use. No patient harm reported. Patient condition reported as fine.